Event description:
It was stated that the customer woke up and the insulin pump had a blank display. The reported blood glucose reading was 446 mg/dl. The wife stated that she tried removing the batteries and inserting new ones, but the display is still blank. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.